Event description:
It was reported that during an unk procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98k18. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with the tissue stop out of position and no apparent external damage. The tyvek packaging was also returned with the instrument. Upon functional testing, the device was actuated; however, the clips did not advance into the jaws. Visual inspection revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for further evaluation. During disassembly, the advancer was confirmed to be bent, and eleven (11) clips were identified within the clip track. Based on the device history, it is known that a bent advancer condition may result in clip dropping or clip ejection. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98k18 number, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for "" clip was not fed into the jaws properly"" did device jam (not fire clips)?=>no did device not feed clips (clips not advance fully into jaws)?=>no did device drop or eject clips?=>yes did device sideways feed clips?=>no did device fire malformed clips?=>no did device fire scissored clips?=>no did the clip not hold on the vessel or tissue once placed?=>no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.